Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed and was not detected on the bus. The field service engineer (fse) replaced the controller boards for drawer 5 and drawer 3. After the replacement, both drawers were tested and confirmed to be functioning correctly. No further issues were observed during the diagnostic process, and the system operated as expected following the repairs. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.